Event description:
Information received indicates the right intermediate siderail will not stay latched.

Manufacturer narrative:
The technician found the siderail latch cover was bent which prevented the siderail from latching. The technician replaced the latch cover to repair the bed.